Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1004, indicative of is indicative of shock impedance measurements was below 12.5 ohms, resulting in a shorted shock. A technical service (ts) consultant reviewed device data, advising a low impedance during shock delivery is an indicator of a insultation defect in the right ventricular (rv) lead. Ts provided recommendations to replace the ICD device and rv lead. The device remains implanted. No adverse patient effects were reported. New information was received that this ICD was surgically explanted, and the rv lead was capped/abandoned. A new device, and new rv lead were implanted. The ICD is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1004, indicative of is indicative of shock impedance measurements was below 12.5 ohms, resulting in a shorted shock. A technical service (ts) consultant reviewed device data, advising a low impedance during shock delivery is an indicator of a insultation defect in the right ventricular (rv) lead. Ts provided recommendations to replace the ICD device and rv lead. The device remains implanted. No adverse patient effects were reported. New information was received that this ICD was surgically explanted, and the rv lead was capped/abandoned. A new device, and new rv lead were implanted. Besides surgical intervention, no adverse patient effects were reported. The device has been returned and product analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The external visual inspection revealed an arc mark on the back of the case. Further testing of device revealed all seal plugs are intact, set screws operate normally and normal power consumption. This device displayed an error message was due to the device delivering a shock into a lead that was shorted to the case. Investigation concluded the cause traced to environment based on analysis of the returned product. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the device case. Therefore, the damage is deemed due to the environment outside of the device.